Event description:
It was reported that the 9600 emi system displayed a bad iris pot error message and would not allow x-rays prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep performed a collimator iris calibration. The system operates as intended.